Event description:
During an implantation procedure, the ventricular lead was connected to the subject device, but it did not not stimulate nor detect. The tightening of the lead was reportedly incorrect, so the physician reconnected the lead to the previous pacemaker, which was working correctly. A new pacemaker was implanted without issues.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190723 - file-2019-02061 - analysis_and_closure_report_resp-2019-01057.pdf].

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation procedure, the ventricular lead was connected to the subject device, but it did not stimulate nor detect. The tightening of the lead was reportedly incorrect, so the physician reconnected the lead to the previous pacemaker, which was working correctly. A new pacemaker was implanted without issues.